Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr hip implant on her right side. Patient has experienced pain and discomfort in her right hip. Her healthcare provider has advised patient of the need for a revision surgery. Update: 11/11/2011 - the sales rep has reported the revision surgery. Patient was revised due to elevated ion levels and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.